Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e2, e3, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but was unable to reproduce the reported issue. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. An additional contact at the event site is as follows: (B)(6).

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) upper display was frozen when attempting to change frequency. Customer was able to hear the change but not see it. Another maquet iabp was used to perform/continue patient therapy. No patient harm, serious injury or adverse event was reported.